Event description:
On (B)(6) 2011 at the (B)(6) in (B)(6), it was reported that the roller pump module (rpm) serial number (B)(4) displayed a runaway error. (B)46.)

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).